Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous mid right coronary artery. A 2.00mm x 30mm emerge balloon catheter was advanced for pre-dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported.